Event description:
Report received from the german health authorities that a memory lens implanted in a pt's left eye in 1999 has since opacified. No further info is available at the time of this report.